Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal tissue. No further details have been made available. Additional questions in regard to the incident have been asked but the site has yet to respond.